Manufacturer narrative:
(B)(4)

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4) after changing the batteries. The customer stated the meter was beeping and she saw three dashes on the screen. The display then went blank but still beeped. The customer performed a display check and saw "rrr" instead of "888" in the results field. The meter beeped and then went blank. The power button did not appear to be stuck. There was no allegation that an adverse event occurred. The device was requested for investigation. Preliminary investigation of the device confirmed that the meter had power but the full screen display did not appear during a display check. The investigation is ongoing.

Manufacturer narrative:
The meter was returned. Sections were updated. During the investigation, the meter did not power on. The batteries were ok. The printed circuit board was contaminated by liquid which penetrated/corroded the solders contacts. The circuit board in the aread of the controller output to the display showed contamination by the leaked battery. The contamination observed can cause the issue the customer complained about. The root cause of the display issue is contamination of the contacts due to improper handling or maintenance.